Manufacturer narrative:
Investigation results: one open sample (circuit) was returned for evaluation. Per visual inspection, the melted condition was confirmed on the expiratory limb of the circuit. The sample was functionally (resistance) tested and no issues were observed. Reading was 17.5 ohms from the allowed specification, 16.6-18.6 ohms. A review of the documentation of internal manufacturing device history records could not be reviewed due to no lot number being reported. At this time there is not any evidence that confirms that carefusion¿s operative personnel are contributing to the reported condition. During the manufacturing review, it was observed that this product is 100% tested by resistance function. Upon review of the current production, no assembly errors were observed. Based on the investigation, the most probable cause for the issue reported could not be determined. Carefusion opened a CAPA to conclude this investigation. Carefusion¿s investigation review revealed no issues. As a preventive action, carefusion recommends following the product label for recommended uses. The label states the following application: fisher and paykel humidifier: (B)(4) with single limb wire adapter (B)(4). Fisher and paykel humidifier: (B)(4) with single limb wire adapter (B)(4) (combo). Cautions: do not use this circuit where gas temperature at the outlet of the humidifier exceeds 68 degrees celsius. Do not use the heater circuit without gas flow. Do not place material on or around the heated wire tubing. Carefusion will continue to monitor and trend this issue.

Event description:
Customer reported: heated wire melted in 2 places. Hooked up to fisher and paykel hc500 humidifiers and fisher paykel mr559 pigtails. Additional information received from customer (B)(6) on (B)(6) 2014: there was no patient harm when the melting was noted.   The in-home nurse observed the two areas of melted circuit and called our company to have it picked up. This patient is not on a ventilator- the heated circuit is used to provide heated humidity.  The heater is connected to a compressor which provides a very low flow of heated air to the patient (the other end of the circuit is connected to a dome mask which is then applied over the trach tube, so it is not a closed circuit).additional information received from customer on (B)(6) 2014: respiratory therapist (who makes routine visits to the home to verify equipment is functioning appropriately) was able to tell me that the family changes the circuit every 2 weeks, so the circuit was not used more than 14 days.

Manufacturer narrative:
(B)(4). Device is in the process of being sent to the manufacturing plant. Upon carefusion's investigation, a follow up medwatch will be submitted.